Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels of 400-500 mg/dl. The patient was transported to the hospital. At the hospital the patient was treated with insulin and admitted into the intensive care unit. At the hospital, the patient's blood glucose level was 400 mg/dl. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.